Event description:
Info received indicates the right siderail will not stay in the up position.

Manufacturer narrative:
The tech found that the right siderail latch shoulder bolt was missing and the right siderail could not be latched. The tech installed a new siderail latch shoulder bolt plus the other missing shoulder bolts to repair the stretcher.